Event description:
The patient presented to the emergency room on the evening of (B)(6) 2015 with a sudden onset of hypothermia, bradycardia, and seizure. Overdose was reported, and the symptoms began on (B)(6) 2015. The healthcare provider (hcp) suspected drug toxicity but wanted to rule out other medical issues, such as possible cardiac issues. There were no audible pump alarms, the last pump refill occurred on (B)(6) 2014, and the next refill was scheduled for (B)(6) 2015. Per the managing hcp the event was not pump related. No further details provided or other information given regarding event. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).